Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Information was received from a site regarding an even with an imaging system, while in a spinal fusion procedure. It was reported that the there was a bad quality image when taking imaging scans. The images had artifacts in the on multiple spins. Calibrations were done and it did not resolve the issue. The surgeon continued without disruption and used the images for navigation. Additional information reported that the surgeon was leaving metal retractors in the incision during the imaging scans, causing metal scatter. Recommendations were discussed with the site to resolve the issue.